Event description:
There was an allegation of a questionable na electrode (sodium) result from the cobas pro ise analytical unit. Sample 1 initial result was 149 mmol/l, and the repeat result was 139 mmol/l. Sample 2 initial result was 151 mmol/l, and the repeat result was 143 mmol/l. The repeat results are from another cobas pro ise unit and were deemed to be correct. The questionable results were repeated because a technician noted a larger than usual number of samples failing delta checks.

Manufacturer narrative:
The lot number and expiration date were not provided for the na electrode. A field service engineer (fse) cleaned the sipper nozzle, vacuum nozzle, and dilution vessels and flushed the flow path. They performed an ise check, calibration, and qc and all results passed. The investigation determined that the service action resolved the issue.